Event description:
The pt required a central venous catheter placement in order to undergo needed orthopedic surgery. During attempted placement of the central venous catheter, the anesthesiologist encountered difficulty inserting the catheter. Another anesthesiologist was asked to assist. The second anesthesiologist, using a left subclavian approach, had used the dilator over the guidewire and was inserting the catheter over the guidewire (from the catheter insertion kit) when he felt some resistance, then heard a slight "pop". He pulled the line and noted the guidewire being uncoiled. The guidewire was unraveled into multiple tiny filaments of wire. The physician retrieved as much of the wire as possible. He ordered an angiography study to confirm that no part of the guidewire remained in the pt, because he said the "j" tip was straightened, so he had concern of possible breakage. However, he examined the guidewire later and the proximal end looked like it did return to a "j" tip configuration. The pt was sent to radiology for possible removal of foreign body. Interventional radiology performed fluoroscopy of the chest. No radiopaque foreign body was seen overlying the l upper chest, lungs, heart, or mediastinum. Physician concern remains that some fragment of wire may be in the pt.